Manufacturer narrative:
(B)(4). Retainer ring = black, on (B)(6) the customer reported a crack on the back of the battery compartment. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked battery tube threads, cracked case near the corner of the belt clip rails. After battery installation, a blank display was noted. Unable to perform the displacement test due to the blank display. The case was cut open. After visual inspection, there is severe corrosion in/around the following: pcba1--all along the bottom of the board including j7, j6, j2, back of the lcd screen; pcba2--j1, lcd flex cable terminal. The pump was received with both pcba1 j6 and pcba2 j1 detached from the boards. In summary, the customer¿s report of a crack on the back of the battery compartment was confirmed during visual inspection. The blank display is due to the severe corrosion found on both boards. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a crack on clip rail and on the back. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.